Event description:
According to initial report, the patient received an on-x valve in 2004 and has been experiencing complications since the implant.

Manufacturer narrative:
According to the initial report, a patient received an on-x valve in 2004 and she has been experiencing complications since then. According to the patient, the complications include gout and osteoarthritis. Multiple requests to the patient for additional clarifying information were made without success to acquire the following information: indication for implant, hospital site where the implantation occurred, specific date of implant, pertinent patient co-morbidities, and the on-x valve serial number. No response was received. The patient indicated that the serial number of the valve is a(B)(4). This serial number does not signify an on-x valve. A review of manufacturing records was not performed as there is no definitive information that the patient received an on-x valve. Nevertheless, based on the available information, the patient is not experiencing issues related to the on-x valve. Osteoarthritis occurs when the protective cartilage on the end of bones breakdowns resulting in joint pain, stiffness, and tenderness. Gout occurs when uric acid accumulates in the joints causing intense pain and inflammation. There is no allegation of deficiency or resultant adverse event caused by the device. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial report, the patient received an on-x valve in 2004 and has been experiencing complications since the implant.